Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient has bent forward and the neck has broken-without falling.

Manufacturer narrative:
Received parts.